Event description:
It was reported that the customer unexplained high blood glucose levels. Customer's mother called and stated that it didn't seem like the meter stick was transmitting her readings. Customer's blood glucose level was not going down. Customer's mother switched out everything today and reported that the infusion set cannula was bent. Customer's blood glucose level was 453 mg/dl at the time of the incident. Customer's mother declined troubleshooting for high blood glucose levels. Customer's mother was advised to return the infusion set as soon as possible. Customer's mother stated that the infusion set was tossed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.